Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found source of x-ray issue is the foot switch. Upon troubleshooting, fse found damage to footswitch cable. To resolve the problem, fse replaced wired footswitch on another case. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not fluoro. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.